Event description:
It was reported that patient received a shock and went to the emergency room. It was further reported that when the rep interrogated the ICD the patient got a shock. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient received a shock and went to the emergency room. It was further reported that when the rep interrogated the ICD the patient got a shock. Additional information received indicated that there was "clavicle noise" and a suggested subclavian crush. No further patient complications were reported as a result of this event.